Manufacturer narrative:
Updated sections: d9, h3, annex codes: g, b, c, d. Device evaluation: intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps (fbf) instrument for failure analysis (fa) and was able to confirm and replicate the customer-reported issue of a broken tip. The instrument was found to have a broken molded insulator on the upper jaw. The broken pieces measure approximately 6.83 mm x 2.46 mm and 7.52 mm x 5.08 mm in sizes and were returned with the instrument. A missing piece, measuring approximately 1.97 mm x 1.80 mm, was not returned with the instrument. As a result, a dislodged grip tip was observed that was still attached to the instrument. The grip base for the grip with the cracked molded insulator does not appear to be bent.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was completed. Investigation revealed the following possible related system errors: instrument sensors missing. A tool was partially detected on patient side manipulator 3, one or more of the tools sensors were not detected. Reseat sterile adaptor, try another instrument.

Event description:
It was reported that during a da vinci-assisted liver resection procedure, the assistant's forceps instrument collided with the fenestrated bipolar forceps (fbf) instrument, resulting in fragments falling into the patient. Two fbf instruments were utilized during the procedure, and the incident involved the first fbf instrument. A technical support engineer (tse) was informed that the tip of the fbf instrument was observed to be broken outside of the patient's body, with a gray part measuring 1mm by 1mm missing. The tse explained to the customer that the missing part would not be visible on x-rays because it is not composed of metal. However, it is unknown if any post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. All other fragments were located inside the patient and successfully retrieved during the same procedure, which was completed without further complications.

Manufacturer narrative:
Updated sections: h2, h11. Additional device evaluation: the initial failure analysis was confirmed. To further investigate the broken molded insulator, the grips were disassembled from the single port (sp) fenestrated bipolar forceps instrument for inspection; however, no additional findings were observed.

Event description:
Refer to h11 for follow-up information.